Manufacturer narrative:
Post market vigilance (pmv) conducted an evaluation of one photograph of three devices opened by the account. This evaluation was based on a technical review of all data received from the site, a pmv review of complaint trends, and an evaluation of the returned device. The photograph shows three disassembled endo grasp devices. Visual and functional testing of the returned sample confirmed the product did not meet quality release specifications that were tested regarding the reported conditions due to the disassembled devices. A review of the device history record indicates this device lot number was released meeting all quality release specifications at the time of manufacture. There were no adverse patient events reported as a result of the alleged event. Should new information become available, the file will be re-opened and reassessed at that time. (B)(4).

Event description:
According to the reporter: customer informs that some pieces of 3 endograsp devices dismantled during a surgery. Some pieces fell into patient cavity which were retrieved manually. Less than 30 min delay, no tissue loss or damaged, no bleeding. No adverse event reported due to the problem. In order to solve the problem they opened a new devcie. Patient status is correct. The devices could be used but immediately they dismantled. Confirmed that the units were discarded. No further information on type of surgery just that it was laparoscopic and general surgery. The pieces were retrieved manually using grasping pincers.

Manufacturer narrative:
(B)(4)